Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that during surgery, the rotating internal shaft of the instrument broke when the reamer encountered more resistance. Surgery was concluded with a backup device available, delay greater than 30 minutes, no injury reported and it is unknown if any piece fell into the patient.